Event description:
It was reported that patient underwent a right total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2009 due to unknown reasons. Patient was underwent a further revision procedure on (B)(6) 2011 due to unknown reasons. The modular head, acetabular cup and liner were removed and replaced. An additional revision procedure has been indicated due to an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent left and right total hip arthroplasty on an unknown date. Subsequently, the patient's right hip was revised on (B)(6) 2009 due to unknown reasons. Based on invoice history, the liner was removed and replaced. The patient underwent a further right hip revision on (B)(6) 2015 due to pain and osteolysis. The hexloc cup, hexloc liner, and modular head were removed and replaced. Additionally, the patient's left hip was revised on (B)(6) 2011 due to unknown reasons. All parts were removed and replaced by a biomet stem, constrained head, constrained liner, and ringloc cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-00544 / 00545).